Manufacturer narrative:
Upon clarification, the transfer set has a slit within the tubing which was very visible and close to the end of the wall. The device did not leak, but was described as having "weakness". Device codes: replace 1504 with 4008. The actual device was received for evaluation. A visual inspection was performed and noted a surface mark (cosmetic) on the tubing approximately 2.5 inches from the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was not verified for the slit within the tubing, but verified as a surface scratch which is cosmetic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a peritoneal dialysis (pd) transfer set. The hole in the tubing was discovered after patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.